Event description:
Device 3 of 3. MFR report: 1627487-2013-15456, 1627487-2013-15457. It was reported during a procedure to re-implant an ipg, the lead was found to be damaged above its connection into the extension. The lead and extensions were explanted and replaced. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.